Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, there are small air bubbles in the metal ring of the universal cord sheath in the hot water of the scope. It is speculated that this is caused by the internal air pressure of the scope being higher than the external air pressure when heated, resulting in air overflow. This is considered to be a normal phenomenon should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had water leakage. This issue occurred during reprocessing. There was no patient involvement.